Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that during anesthesia, a loud alarm sound was heard, low air and o2 supply was displayed. The screen froze and there was no co2 curve, and the patient was not ventilated. There was no patient injury reported.